Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an ¿error 2¿ message. The complaint was classified based on information obtained when medical surveillance requested customer services follow up with the patient to verify and obtain additional information. The patient reported that the alleged meter issue began on (B)(6) 2014 at approximately 12pm when she attempted to measure her blood glucose, and an error 2 message was displayed. During follow-up the patient stated that her normal blood glucose readings are around ¿160, 200mg/dl¿ and the last results obtained using the subject device were ¿70 and 73mg/dl¿ (date and time unknown). The patient stated that she manages her diabetes using pills (exact name unknown), diet and/or exercise and reportedly consumed more food and/or drink in response to the reported issue. The patient reported experiencing symptoms of ¿headache, dizzy, could not walk or play due to feeling her head spinning¿ approximately 3 hours after the alleged issue began. The patient stated that these symptoms were experienced over a period of approximately 2 weeks. On (B)(6) 2014 at approximately 10pm the patient was taken to the emergency room (ER) as ¿her body was very cold and she was very dizzy¿. The patient stated that her blood glucose was measured in the ER using an ER/hospital meter with a result of ¿70mg/dl¿, and she reportedly received hcp treatment with IV fluids. At the time of troubleshooting, the customer service representative (csr) noted that it was not the first use of the product and there was no indication of any misuse of the device. The csr noted that the error 2 message related to a meter issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device displayed an error message, she reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began, and received hcp treatment for an acute blood glucose excursion.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.